Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log did not verify the patient symptom of fullness. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. During evaluation, the homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. The sample analysis revealed no device malfunction that could have caused or contributed to the reported problem. The reported issue was not verified. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bloating and dyspnea while performing automated peritoneal dialysis therapy. The cause of the event was unknown. It was reported that the paramedics were called to the scene, but it was not clarified if the patient was taken to the hospital and admitted. Treatment details were not reported. Peritoneal dialysis therapy was ongoing at the time of the event. No additional information is available.